Event description:
It was reported an angio-seal device was deployed in 2003 following a femoral angiogram. The pt was diagnosed with an obstruction of the common femoral artery. The pt underwent surgery, where the angio-seal anchor was found to be in an angled position in the artery two days later. The pt was reportedly in good condition.